Manufacturer narrative:
A ventilator was returned to a third-party service center for preventative maintenance. No foam particles were found inside the assembly. The device was not in patient use. During the evaluation of the device at third-party service center, the power connector of the unit was found to be corroded and the device was unable to power on. There was corrosion on metallic surfaces and dust and dirt contamination was found inside of the device. The unit was unable to power on, so the device's error logs, and machine hours were unable to be downloaded. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1973-2021, this incident has been deemed reportable due to the corrosion found on the power connector only and not part of recall. The correct b5 should be "the manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the power connector. In addition, the inspection found corrosion on metallic surfaces and dust/dirt in the device. This report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient." Section h: (device) problem code grid, remedial action init (rfb) and recall (z) number (rfb) has been corrected/updated.

Event description:
A ventilator was returned to a third-party service center for preventative maintenance. No foam particles were found inside the assembly. The device was not in patient use. During the evaluation of the device at third-party service center, the power connector of the unit was found to be corroded and the device was unable to power on. There was corrosion on metallic surfaces and dust and dirt contamination was found inside of the device. The unit was unable to power on so the device's error logs and machine hours were unable to be downloaded. The device was scrapped.